Event description:
It was reported that multiple cartridge alarms occurred (alarm 19 and 31) during basal delivery. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 205 mg/dl.